Event description:
It was stated that the end cap broke on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken off end cap. The insulin pump also had a blank display due to a broken solder joint on the interface board.